Manufacturer narrative:
The customer flushed the probe on the cta (closed tube aliquotter) and replaced the reagent pack prior to contacting bci. The customer noted the reagent pack had 3 left (lot number 016803) and indicated when they flushed the cta probe that they noticed a clot/obstruction became dislodged. Bci contacted the customer on (B)(4) 2011, the customer ran 10 replicates of tsh qc and all recovered within range.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant thyroid stimulating hormone (tsh) results generated by the synchron lxi 725 clinical system. The customer did not provide exact patient data. Upon follow-up with the customer, they mentioned there were a total of 4 samples that had erroneous patient results which all recovered a 0 and upon repeat a higher value. There was no death, injury or change to patient treatment attributed to or connected with this event.